Event description:
It was reported that during treatment of a mildly tortuous and mildly calcificed mid left anterior decending artery. Reportedly, after a xience prime 2.75x38mm stent was deployed a dissection was identified at the edge of the proximal end. A xience v 2.75x12mm stent was implanted to cover the dissection. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the complaint details and the lot history record review did not reveal a potential device relationship to the reported incident. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.